Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The evaluation of the first device revealed that it functioned as per surgical technique. The device was returned with the shaft tip bent. The evaluation of the second returned device revealed that trocar #2 was completely pressed in the holding position of the depth stop. This can conclude that trocar #2 was not pushed down to release it from the holding position as stated on surgical technique. The typical cause of this type of event is user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that two ar-4500 meniscal cinches were being used in a meniscal repair procedure both from lot 570238. The first cinch deployed the first implant successfully, but the joint was tight and as far as surgeon and sales rep were able to tell it deployed through an area that was already torn. The second implant did not deploy. It was reported that it felt like the trigger was tight. The same event happened with the second meniscal cinch. The first implants and sutures from both devices were retrieved from the patient using a grasper. A debridement procedure was used instead of using more meniscal cinches to complete the procedure successfully. No patient injury reported.